Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a pump error alarm. The customer¿s blood glucose level was 108 mg/dl. The customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump did nit pass the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed no motor movement during the rewind due to corroded motor home switch. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor or perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to no motor movement.